Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received battery failed alarm .the customer¿s blood glucose level was 129mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.